Event description:
It was reported that the patient was to have an MRI. The patient did not know if the MRI was related to her device. The patient had fallen several times starting 2 or 3 weeks prior to report. The patient could feel the stimulation but it was not taking care of the pain. The patient wanted to put the stimulator in MRI safe mode but the patient only had her recharger with her.

Event description:
Additional information received reported the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).